Event description:
The patient presented to the emergency room due to experiencing high voltage therapy. The device was interrogated and episodes of noise that resulted in over-sensing were observed on the right ventricular (rv) lead due to a suspected lead fracture. As a result, some of the noise episodes resulted in inappropriate shocks. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.